Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed code 105 and failed to execute an ECG recording. Upon evaluation, high voltage had deviated to low voltage circuitry shorting multiple transistors. The cause of the code 105 and ECG recording failure is the shorted components the root cause of the shorted components could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor displayed code 105 and failed to execute an ECG recording.